Event description:
Customer reported their access point(s) were not working. Suspected faulty controller power supply for the power over ethernet (poe) connections. This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays patient vital signs data from multiple bedside multi-parameter patient monitoring devices through either wired or wireless connections. The aruba master controller contained 2 power supplies, one of the power supplies, one of the power supplies was faulty. As a result, the 4 access points in the red zone were out of action. There were 6-7 bedside monitors connected that dropped out. As a result the master controller was replaced under warranty.